Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited pauses of unknown duration via telemetry. The patient experienced syncope and fell and hit their head. Technical services (ts) discussed that the device was found to be operating in safety mode and recommended device replacement. No additional adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The device could be interrogated and was confirmed to be operating in safety mode. The device case was removed to facilitate inspection of the internal components and further testing. The battery was removed from the device and replaced with an external power source. The current drain was measured and found to be normal. Detailed analysis of the battery identified an internal short, which was caused by a tear in the cathode insulating tube. The short caused an increase in power consumption, which resulted in the memory errors identified in the laboratory setting and the clinically observed reversion to safety mode operation.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited pauses of unknown duration via telemetry. The patient experienced syncope and fell and hit their head. Technical services (ts) discussed that the device was found to be operating in safety mode and recommended device replacement. No additional adverse patient effects were reported. The device remains in service. Additional information was received which reported that the device was subsequently explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited pauses of unknown duration via telemetry. The patient experienced syncope and fell and hit their head. Technical services (ts) discussed that the device was found to be operating in safety mode and recommended device replacement. No additional adverse patient effects were reported. The device remains in service. Additional information was received which reported that the device was subsequently explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.